Event description:
A patient reported that the power button on their device was not functioning properly, requiring excessive pressure to activate. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.